Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the bag and final line of the homechoice cassette, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a loose connection that led to this alarm. The patient stated that there was air in the final line and the final bag was not leaking, but when they checked the connection it appeared to be loose. Renal therapy services (rts) assisted the home patient (hp) with clearing the alarms and removing the cassette. The patient stated that the connection was properly tightened before therapy started. There was no damage to the supplies. Rts reviewed proper procedures per the user manual with the hp. The hp would switch to manual therapy in order to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.